Event description:
This 40 yr old male underwent a sigmoid resection in 7/94. On 4/6/95 the pt was admitted for reversal of his sigmoid colostomy. During this procedure a stapling device. (Premium ceea31). With an anvil attached was inseerted into the operative site. After the procedure difficulty was encountered while removing the stapling device. Upon removal the anvil broke off the stapling device and remained in the operative site. A separate colotomy was needed to remove the anvil: this was performed and removal was accomplished. A sterile dressing was placed over the wound and the pt was taken to recovery instable condition.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed, visual examination. Results of evaluation: component failure, design - inadequate, mechanical problem, telemetry failure. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service, use of all similar devices stopped permanently. Invalid data - on device destroyed/disposed of status.